Manufacturer narrative:
A patient experiencing ineffective stimulation due to invalid impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event: the date of event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 3006705815-2021-01412. It was reported that the patient was experiencing ineffective stimulation. A manufacturing representative confirmed that the patient has invalid impedances on one of the leads contacts 9 through 16. Surgical intervention took place on (B)(6) 2021 where in the one lead was explanted and replaced. During the procedure the physician confirmed that the lead was fractured. Effective therapy was established post-op. It is unknown which lead has the issue, so both are being reported on.